Event description:
It was reported that a patient underwent a hernia repair procedure in 2004. The mesh has since ruptured on an unknown date. There has been no intervention, but the patient is obtaining a second opinion.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.